Manufacturer narrative:
The investigation is in progress. The conclusions will be provided within the follow-up report once available.

Event description:
Following the information provided when the bed was plugged to the power supply to check, the power cord shorted underneath the cable holder with an audible "pop" sound. The power cord was removed and bed was tagged out of use. The evaluation revealed that the power cord was damaged. The insulation was cut and scorched marks were visible on the cable near the edge of cable anchor. There is no indication of patient involvement. No injury was sustained.

Event description:
Following the information provided, during a service, while plugging in the bed to the power supply, the power cord shorted underneath the cable holder with an audible "pop" sound. The power cord was removed and bed was tagged out of use. There is no indication of patient involvement. No injury was sustained. The photographic evidences provided revealed that the power cord was damaged. The insulation was cut and scorched marks were visible on the cable near the edge of the cable anchor.

Manufacturer narrative:
The damage of the power cord is situated in a place, in which the cable contacts the bottom side of the cable holder. The holder's function is to fix the cord to the frame in a way, that will prevent damages to the power cord socket in the control box, in case the cord is pulled during use. If the power cord is excessively pulled or stretched when operating the bed, the cable bends resulting in degradation. The IFU for enterprise 8000x (746-585-UK_rev. 12) includes the following information regarding the power cord management during use: - "make sure the power supply cord is no stretched, kinked or crushed"; - " disconnect the power supply cord from the electricity supply, (¿) before moving the bed"; - "visually check power supply cord and mains plug" - this is a preventive maintenance activity to be performed weekly by the caregiver; - "examine the power supply cord and mains plug; if damaged, replace the complete assembly; do not use a rewireable plug" - this is a preventive maintenance activity to be performed yearly by qualified personnel. Arjo device failed to meet its performance specification since power cord was damaged. It is unknown if the device was used for a patient treatment when the failure occurred or not. This complaint is deemed reportable due to scorched marks on the power cord.

Event description:
Following the information provided when the bed was plugged to the power supply to check, the power cord shorted underneath the cable holder with an audible "pop" sound. The power cord was removed and bed was tagged out of use. The evaluation revealed that the power cord was damaged. The insulation was cut and scorched marks were visible on the cable near the edge of cable anchor. There is no indication of patient involvement. No injury was sustained.

Manufacturer narrative:
The investigation is in progress. The conclusions will be provided within the follow-up report once available.